Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported low blood glucose levels due to a blood glucose meter that was not reading correctly. The paramedics were called, and when they arrived, his blood glucose reading was 54 mg/dl on their meter. The customer's meter read 186 mg/dl. Nothing further was reported.